Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced a cracked display, after which the left side of the touchscreen stopped accepting input while the screen still powered on, leading to a device replacement being arranged and guidance provided to shut down the device and sync data before return. Symptoms included no injury and no physiological effects. Outcomes included no interruption to continuous glucose monitoring because the user could continue with the dexcom app or receiver. Investigation included collection of event details, verification of shipping and return, and planning for device evaluation upon receipt. Investigation of this case revealed a damaged screen with loss of touch responsiveness on one side. It was concluded that the device exhibited a hardware display failure affecting usability, and a replacement was provided.